Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported that there was an issue with the craniofix clamp. After opening the package, it was noted that the clamp did not have a "footwall". The doctor used another product. Additional intervention was not required; there was no patient harm. The adverse event is filed under aag reference (B)(4).

Manufacturer narrative:
General information: intra operative incident. The implants arrived in contaminated condition. Consequences for the patient according to the available information, there were no negative consequences for the patient investigation the implant arrived with detached applicator and torn thread. One of the discs is missing. We made a visual inspection of the implant system. The one disc is in a proper condition. The thread is torn. The applicator is detached (released). Batch history review the manufacturing documents have been checked and found to be according to specification valid during the time of production. There are no further complaints with this lot at hand. Conclusion and root cause the root cause for the problem is most probably usage related. Rationale without further knowledge about the circumstances and with the lack of information we assume, that the surgeon applied abrupt a too high force on the implant during insertion / tightening. A material defect or a manufacturing error can be excluded. Corrective action according to sop sa-de13-m-4-2-04-000-0 (corrective action & preventive action) a CAPA is not necessary.